Event description:
Dealer faxed in a mechanical repair request and stated: "we installed the parts and the chair works a little better but still does not lock in completely and can not be used as is. It seems like the teeth are not fitting into each other flush. When grabbing the back canes we are able to move the chair from side to side a little and there is play in the chair from left to right that should not be there.